Event description:
It was reported that during an unk procedure, surgeon fired across stomach on the side of it, stapler transacted the tissue but did not staple. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4: batch # unk. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? Procedure was converted to open to over sew the open staple line and the patient was kept in the hospital for an extra day. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Patient stayed in the hospital an extra day attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the case completed? What was the exact reload used? In particular the one used that did staple? What was the sequence of the firings? How thick was the tissue that was fired on? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any difficulty noted with firing the device? How was the case completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4: batch # 413c11. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the CT scan analysis showed the knife wings were broken off. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 413c11, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. Device was received on 9/25/2023 but additional follow up was needed to confirm if that the device received was the correct corresponding device. It was confirmed on 10/12 that the device received was the correct device and the product code was updated. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the CT scan analysis showed the knife wings were broken off. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. The device was sent to cincinnati for additional evaluation. Upon arrival in the rd materials lab, one endocutter knife with broken wings was received in the rd materials lab. The fracture surfaces of the wings were examined using the scanning electron microscope (sem). The fracture surface on both sides shows typical ductile shear. There is also smear damage to the fracture surface that likely occurred after the fracture as the knife moved. The secondary analysis in cincinnati confirmed that the knife wings were broken off. Device history review: a manufacturing record evaluation was performed for the finished device batch number 413c11, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024 additional information was requested and the following was obtained: was buttressing used? Gore seam guard are black cartridges ever used? No.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2023. Additional information was requested, and the following was obtained: how was the case completed? They used another powered echelon what was the exact reload used? In particular the one used that did staple? Gst60g what was the sequence of the firings? This was the first firing how thick was the tissue that was fired on? Unknown what healthcare professional fired the device and what is his/her experience with the device? The surgeon fired the device. She is very familiar with our product. Did the healthcare professional wait 15 seconds after closing the device before firing? Yes, 15-30 seconds is her standard of care. Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Unknown were there any difficulty noted with firing the device? No how was the case completed? With another powered echelon what is the patients current status? Stable.